Event description:
The customer was operating an advia autoslide slide maker stainer (sms) module (optional component of an advia 2120i) and stated that the sample sid# (B)(6) should have had a blood smear made by the autoslide, though the manual wbc differential from the blood smear labeled (B)(6) did not match the advia 2120i wbc differential for that sample. The customer stated the manual review of the smear appeared to be the differential from sample ID# (B)(6). No results were reported to the physician and there were no known reports of adverse health consequences or patient intervention due to the slide mis-identification issue.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the advia autoslide module (optional component of the advia 2120i) functionality. The cause for the sample slide misidentification is unknown. The advia autoslide (sms) module is performing within specifications. No further evaluation of the device is required.